Manufacturer narrative:
Philips has investigated the system and did not find any malfunction on this system that could have caused the high radiation. So the fact that the patient received such high radiation was caused by the length of the procedure. (B)(4). Contact office address (B)(4).

Event description:
Philips received a complaint from a customer that after an embolization of a kidney, they noticed that the patient received 6,8 gy. The time for fluoroscopy was 137,53 minutes. For the moment the patient has no visible injuries on the skin.

Manufacturer narrative:
.